Manufacturer narrative:
(B)(4). The device was discarded following the procedure and was not returned to edwards lifesciences for evaluation. Without the device, visual evaluation, functional testing and dimensional analysis could not be performed. Patient 3mensio images, provided by the site, were reviewed. Review of the 3mensio report indicated calcification present in the patient¿s anatomy. The patient vasculature was sufficiently sized to accommodate a 29mm delivery system and valve. A photograph of the device was also provided. The review of the device photograph indicated blood in the balloon. The I/c bond appeared to be intact, and a pinhole leak was observed on the crimp balloon near the distal marker of the triple marker. Based on the observations, the pinhole appears to be the source of the leakage. Lot history revealed no other additional complaints relating to ¿balloon ¿ leakage¿. Complaint history review from june 2017 to (B)(6) 2018 revealed (B)(4) other returned complaints for ¿balloon ¿ leakage¿ for the commander delivery system (all models and sizes). (B)(4) complaints were not confirmed and no manufacturing non-conformances were identified. (B)(4) complaints were confirmed, but no manufacturing issues were identified in the returned product during engineering evaluation. (B)(4) complaints are pending engineering evaluation. A review of the complaint history revealed the occurrence rate exceeded the (B)(6) 2018 control limit for the trend category of ¿leakage¿. Since no manufacturing non-conformances, labeling or IFU/training deficiencies were identified, no corrective and preventative actions are required. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the inflation balloon and crimp balloon component undergo multiple 100% inspections. The entire delivery system undergoes multiple testing and 100% visual inspections. The delivery system also undergoes 100% air pressure leak testing and inspections for damage to the inflation balloon. During final inspection, multiple 100% inspections and functional testing are performed. Additionally, product verification (pv) testing is also performed on each lot based on a sampling plan. No failures occurred during product verification testing on this lot. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. Review of risk documents revealed that the reported events are anticipated in the risk management file. Leak or inability to fully inflate the balloon during the procedure ¿ thv not deployed properly ¿ thv embolizes. Potential harm ¿ additional intervention (surgical). Severity level of 4. It was noted that in this procedure, the valve was properly deployed and no harm was done to the patient. In this case, the complaint for ¿balloon ¿ leakage¿ was confirmed based on review of the device photograph. Due to the unavailability of the device, visual inspection, functional testing and dimensional analysis were not able to be performed. As a result, the presence of a manufacturing non-conformance was not able to be confirmed. However, a review of the complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the reported event. Since no issues were noted during the device prep and de-airing, the leak likely occurred while the system was in the patient. The device photograph confirms that the I/c bond was intact, suggesting the leak source was from a pinhole. It was reported that the valve was successfully deployed. While a definite root cause cannot be determined, in addition to procedural factors (conducting valve alignment at an angle, manipulation of the device), patient factors (valvular and vascular calcification) likely contributed to the reported balloon leakage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transfemoral tavr procedure, following the successful deployment of a 29mm sapien 3 valve, the commander delivery system balloon ¿burst¿. The balloon appeared to be ruptured around the 3 marker zone, not the actual shoulder portion of the balloon. The cause could not be determined. It was speculated that the damage could have happened during the valve alignment. Information regarding the native annular diameter and the degree of valvular calcification was not provided. The delivery system was discarded following the procedure and was not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.